Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their therapy from the implantable neurostimulator (ins) because a power-on-reset (por) had occurred. Specifically, the patient was charging the ins the night prior and observed the por on the recharger. It was confirmed that the por was informational in nature. The patient did not feel the stimulation and the therapy was not working. They further stated that last night something "popped" in their back but there was no pain. The morning of report, the patient's back was hurting when they got up and the stimulation was not working. There were no falls or trauma reported associated with the onset of the issue. The por was successfully cleared by pressing the synch key and then another arrow on the navigation button. It was then reported that the therapy was working again and that they could feel the stimulation. The therapy was reported as adequate. The indication for the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.